Event description:
According to the report, the aortic valve and conduit was explanted due to insufficiency.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, aortic valve and conduit ((B)(6)) was explanted due to insufficiency. The allograft was implanted for 9.7 years. A portion of the allograft was returned and evaluated. The retuned tissue was a single leaflet with approximately 3 mm of focal plaque. Histologic evaluation demonstrated no significant inflammatory infiltrate or calcific nodules. Review of the relevant clinical literature reveals that an explant of an aortic valve almost 10 years after implant in a (B)(6) patient should not be unexpected. Corrected data: "operator of device" was reported to be a physicist in the initial report, the operator of the device was a physician.